Event description:
Report received from (B)(6) states: "after removing part of the cataract, the aspiration lost efficiency and stopped completely. No implant or consequences to the pt."

Manufacturer narrative:
The product was disposed by the hospital and it is not available for eval. The sterilization and lot history records were reviewed and found to be acceptable.